Manufacturer narrative:
It was reported that c6 monitor charging cord melted when charging the monitor. The c6 monitor was returned for investigation. Monitor was inspected for general physical integrity, was found to have damage at the charge port. Monitor was not functional to charge. No additional testing could be performed. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself as the source of the melt. Am&d philips is further investigating this reported allegation.

Event description:
It was reported that on (B)(6) 2024, in the early morning the patient had plugged their mcot monitor into the charger to charge. About 15 minutes later the patient wnet back to check on the monitor and noticed it was hot to the touch. It appeared that the usb charging cord had melted into the monitor. The patient unplugged the monitor from the wall outlet and packed the kit up. A replacement kit was ordered. There was no property damage or patient injury reported.